Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The footswitch side-switches were programmed to ¿ready/standby withhold¿. The company representative disabled the feature and the system was tested. The system was found to meet specifications the root cause of the reported event can be attributed to the customer using the ¿ready/standby withhold¿ mode on the sides-witches. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser turns off often. Additional information was received reporting, the laser is put on repeat mode rather than continuous to finish surgery.